Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly, "the pt received a trident right hip system. It was further alleged that, on (B)(6) 2010, the pt reported right hip pain for the last few months. The pt underwent total right hip revision which was performed on (B)(6) 2011 at (B)(6) med ctr."

Manufacturer narrative:
The unk 28 mm ceramic head and unk meridian stem were also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. The info in this report was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. The device is not available due to the ongoing litigation. The product catalog numbers were not provided. The root cause could not be determined with the limited info provided. Should the device or add'l info become available, the eval summary will be submitted in a supplemental report.